Event description:
Covidien received information stating that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) was advised by the customer that the device was evaluated and the malfunction was isolated to the power supply. The customer reported that they will order the power supply and repair the device. Covidien was not authorized to repair the device.

Manufacturer narrative:
(B)(4).